Manufacturer narrative:
Date of event: exact date unknown, event occurred years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 18091020. Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 17589993/17718377.

Event description:
It was reported that the patient underwent a full explant due to system not working. All device components will not be returned. No further information could be obtained despite good faith efforts.